Event description:
Hillrom received a report from the patient¿s mother that a careassist bed for home use was losing functions. The bed was located at the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported by the patient¿s mother in (B)(6) 2021 that a careassist bed for home use was losing functions. There was no allegation of injury reported at this time. Multiple attempts by hillrom customer support to obtain proper authorization from the customer to evaluate the device were unsuccessful; therefore, the device was not evaluated. In (B)(6) 2022 the mother contacted hillrom again requesting an update on the service for (B)(6) 2022 and asked if the repairs would be covered by insurance. Customer support responded that hillrom no longer bills for third party insurance, however the customer can seek reimbursement. At this time, the customer alleged the device, almost killed her son. Hillrom then initiated a filed investigation in attempts to schedule a technician to go to the customers home and check functionality of the device to determine malfunction. Follow up with the patient's mother stated that the device had been malfunctioning with what she believes to be a short circuit. She advised that the bed would fold up and down on its own. She confirmed that in the middle of the night the device folded up on her son, she heard him yelling and came in to correctly position the device. She confirmed there was no injury from this event. The mother communicated that she placed a request for the bed to be evaluated in (B)(6) of 2021 and learned that hillrom no longer bills for third party insurance. She stated that she does not want hillrom to inspect the device at this time. The careassist es medical surgical bed is a high-quality medical bed suitable for both home and professional care facility use. This bed offers trendelenburg positioning and includes a dining chair setting, fulfilling practical caregiving needs. Designed for patient comfort, this bed includes removable head and foot boards for versatile design options. The patient's mother confirmed that no injury occurred and additionally has refused for the device to be inspected by hillrom at this time; however, due to alleging the device, almost killed her son, and the device still being in use without inspection, hillrom is cautiously reporting this event. Based on this information, no further action is required.